Event description:
It was reported that patient called in for help getting into MRI mode. MRI mode was unavailable so I contact neurologist who confirmed patient had a high impedance contact. Physician ordered x-ray but could not see any visible issues with leads or extensions. No external factors noted, no actions taken at this time, problem remains unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the high impedance was not determined, and contributing factors remain unknown. Diagnostic steps included a physician-obtained x-ray, which did not reveal any obvious findings. The issue has not been resolved, and no further action will be taken at this time. The information was confirmed and provided by the physician.